Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when the device malfunction occurred device is an instrument and is not implanted/explanted. Device has been returned for investigation. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported several devices were found on an unknown date with malfunctions. The tip of the wrench looks like it has been bent and twisted, the tip of the depth gauge for small screws has been bent a little and the nose is hard to remove during cleaning, the tip of the tine on the interlocking screwdriver appears to be bent, the blue paint on the top of the variable spherical drill guide has come off (this device has never been used in a case; the paint is wearing off due to processing), the tip of the interlocking hex screwdriver is twisted, the tip of the depth gauge for locking screw has been twisted and does not line up with the numbers measuring portion of the device, and the tip of the shark hook is bent back, not a sharp dental hook as expected. There was no patient involvement. This is report 1 of 1 for (B)(4). This report is for the screwdriver malfunction

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 03.010.472, lot 9324897: manufacturing location: haegendorf. Release to warehouse date: february 13, 2015. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the tip of the screwdriver was twisted. The repair technician reported the tip of the attachment and driver were bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: the returned device was examined and the distal tip of the main driver shaft is observed to be twisted in the direction of resistance provided during screw insertion. Additionally, the distal tip of the slider bar was observed to be slightly bent and twisted. The nut component was returned. No new malfunctions have been identified. The complaint condition was unable to be replicated due to the post-manufacturing damage. Relevant drawings for the returned instrument were reviewed and determined to be suitable for the intended design and application when used as recommended. Dimensional analysis was determined to be inapplicable for the returned device as accurate dimensions at the time of manufacture could not be obtained due to bent and twisted conditions. A device history review (DHR), including material and hardness reviews, was performed for the returned instrument¿s lot number and no non-conformance reports (ncrs), material review reports (mrrs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. While no definitive root cause could be determined, it is possible that the device encountered unintended forces such as excessive twisting during usage or improper alignment and screwing of driver shafts into the nut prior to the device usage could have contributed to complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.